Event description:
Customer reported that while a patient was being supported on css console #15, inaccurate cardiac output readings were observed on the left side. The pt was switched to a backup css console. The customer reported that the pt exhibited symptoms of pulmonary edema and was transferred to the ICU. The pt was subsequently moved out of the ICU and is no longer exhibiting symptoms of pulmonary edema. Console #15 was returned to syncardia for investigation, and the results are set forth in section h10.

Manufacturer narrative:
The results of the failure investigation are set forth in the failure investigation report attached hereto. The root cause of the failure mode was an insufficient connection between two fittings at the left validyne pressure transducer. One of the fittings had been cross-threaded upon installation and was not sealing properly. The leak was not sufficient to cause failure without vacuum, because the vacuum lines are open to atmospheric pressure when the vacuum is not in use. Therefore, the leak only affected the flow readings when a vacuum greater than atmospheric pressure was being pulled. This caused the perceived drop in cardiac output, because the vacuum was pulling air through the fitting instead of solely through the driveline connected to the ventricle. This created a negative deflection of the disc within the pressure transducer, giving the computer a false indication that pressure had decreased, when it had actually increased with the application of vacuum. The amount of air leaking through the fitting was not enough to affect the operation of the tah-t, but because of the precise nature of the measuring equipment, it was large enough to alter the readings from the pressure transducer. There is no evidence of a systemic issue that would extend to other consoles. It is unknown whether the patient's reported symptoms of pulmonary edema were related to the device. There are no previous incidents of this type of failure mode. This failure mode will be monitored to determine if it exhibits an upward trend. Syncardia has completed its assessment and evaluation of this complaint and is closing this fine.